Event description:
The customer reported that after ablation was completed, when removing the needle, the needle was difficult to remove. It was noted that the insulation was damaged. No injury to the patient was reported. The patient had experienced a previous procedure and the tissue was quite thick, but insertion of the device could be done properly.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.